Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17996834 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 14mm x 40mm smart control self-expanding stent (ses) delivery system, the delivery system had poor "passability" and could not be delivered to the lesion. However, an attempt to deploy the stent was made, but there was difficulty experienced during deployment which resulted in the inaccurate release of the stent. After removing the delivery system, it was found that the delivery system was kinked. As a result, an additional 14mm x 40mm cordis stent, and a 14mm x 10mm cordis stent were both used and successfully implanted in the iliac vein. There was no reported patient injury. The 14mm x 40mm smart control ses was being used to treat a 50% stenosis in the left iliac vein which had moderate calcification but no signs of vessel tortuosity. The target lesion vessel diameter was 13mm. An 8f cordis catheter sheath introducer (csi) was used for access in the left femoral vein and there were no issues with this csi. Additionally, the access site showed no signs of calcification or tortuosity. The delivery system was delivered via an ipsilateral approach and did not pass through any acute bends during its use. The delivery system did not have to pass through any previously placed stents and no excess force was used on the device. The 14mm x 40mm smart control ses was stored, prepped, and handled according to the instructions for use (IFU) and there was nothing unusual noted about the delivery system prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The stent was still constrained within the outer sheath when removing the delivery system from the tray, and there was no difficulty flushing the stopcock or the delivery system itself. The 14mm x 40mm smart control ses was able to be removed easily from the patient. Information regarding possible device separation, and the details of the 14mm x 40mm cordis stent used as a replacement was requested but was not provided. Additionally, there was never an attempt made to retrieve the initial 14mm x 40mm smart control ses after implantation. The device has now ben returned.

Manufacturer narrative:
Complaint conclusion: during use of a 14mm x 40mm smart control self-expanding stent (ses) delivery system, the delivery system had poor "passability" and could not be delivered to the lesion. However, an attempt to deploy the stent was made, but there was difficulty experienced during deployment which resulted in the inaccurate release of the stent. After removing the delivery system, it was found that the delivery system was kinked. As a result, an additional 14mm x 40mm cordis stent, and a 14mm x 10mm cordis stent were both used and successfully implanted in the iliac vein. There was no reported patient injury. The 14mm x 40mm smart control ses was being used to treat a 50% stenosis in the left iliac vein which had moderate calcification but no signs of vessel tortuosity. The target lesion vessel diameter was 13mm. An 8f cordis catheter sheath introducer (csi) was used for access in the left femoral vein and there were no issues with this csi. Additionally, the access site showed no signs of calcification or tortuosity. The delivery system was delivered via an ipsilateral approach and did not pass through any acute bends during its use. The delivery system did not have to pass through any previously placed stents and no excess force was used on the device. The 14mm x 40mm smart control ses was stored, prepped, and handled according to the instructions for use (IFU) and there was nothing unusual noted about the delivery system prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The stent was still constrained within the outer sheath when removing the delivery system from the tray, and there was no difficulty flushing the stopcock or the delivery system itself. The 14mm x 40mm smart control ses was able to be removed easily from the patient. Information regarding possible device separation, and the details of the 14mm x 40mm cordis stent used as a replacement was requested but was not provided. Additionally, there was never an attempt made to retrieve the initial 14mm x 40mm smart control ses after implantation. The product was returned for analysis. One non-sterile smart control 14x40 120cm ses delivery system was received for analysis inside a plastic bag. Per visual analysis, the locking pin was detached, not returned. Also, the stent of the unit was already deployed, and thus not returned for evaluation. The system was received actuated. Three kinks were observed on the outer shaft of the unit at 4.0 cm, at 11.0 cm, and at 94.0 cm from the ID band. No other anomalies were observed. Per dimensional analysis, the od measurement of the outer sheath at different distances was measured and were found within specification. A product history record (phr) review of lot 17996834 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses- kinked/bent - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. The reported ¿stent delivery system (sds)-ses-deployment difficulty - inaccurate placement¿ and ¿stent delivery system (sds)-ses-tracking difficulty¿ were not confirmed through analysis of the returned device due to the nature of the complaints. Procedural images were not provided for review. It is not known whether the lesion was predilated in preparation for the stent placement. Based on the information available for review, vessel characteristics (moderate calcification and a rate of stenosis of 50%) may have contributed to the event. According to the safety information in the instructions for use ¿the following anticipated adverse events (aes) have been identified as possible complications of intravascular stent implantation: malposition (failure to deliver the stent to the intended site). Do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.